Event description:
It was reported that the surgeon was dissatisfied with the appearance of the lgx inflatable penile prosthesis (ipp) during an implantation surgery. The surgeon subsequently removed the lgx ipp from the patient and replaced it with a cx ipp model. The ipp implantation procedure was completed without any further complications. Additional information was requested and not yet received.

Manufacturer narrative:
Upon further review it was determined that the event described does not meet the criteria for a reportable event. This correction report reflects this fact.

Event description:
It was reported that the surgeon was dissatisfied with the appearance of the lgx inflatable penile prosthesis (ipp) during an implantation surgery. The surgeon subsequently removed the lgx ipp from the patient and replaced it with a cx ipp model. The ipp implantation procedure was completed without any further complications. Additional information was requested and not yet received.